Event description:
It was reported that the caller experienced a cartridge alarm issue with their pump. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer managed high blood glucose by administering a correction bolus with the pump once the alarm was temporarily resolved. The customer reverted to an alternate pump for insulin therapy.